Manufacturer narrative:
(B)(4). The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement, and active current measurement test. Did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and motors inside the case. The high current measurements are probably due to a problem with the electronics. The unit was received without a battery cap. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.